Event description:
During predilatation prior to stent placement in the superficial femoral artery the balloon was reported to have leaked. The vessel was described as having severe calcification, mild tortuosity and a 100% stenosis. The product was prepared and clinically used as per the IFU. The balloon was inflated using an indeflator, however, leakage from the balloon was noticed. There was no reported patient injury. The product was not returned for analysis. A DHR review was performed and showed that this lot of products met all requirements per the applicable quality plan, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.